Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, and displacement test. Device powered up properly after battery installation. No missing segments or partial display noted. Device was monitored for a day and no missing segments or display anomaly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was called via phone the pump did not rattle when they shake it. The blood glucose was unknown. Troubleshooting was performed. Customer stated they saw missing segments during the self test. Customer stated the self test was failed. The product will be returned for analysis.